Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced an infection, pain and blood at the abutment site resulting in the decision to remove the abutment on (B)(6) 2018.